Event description:
Customer reported an unexpected negative reaction when testing a sample with anti-a (murine monoclonal) gamma-clone blood grouping reagent. Testing was performed on a sample from a baby. Testing with anti-a,b resulted positive(1+). Testing was repeated and a weak positive reaction resulted with the anti-a and a 2+reaction resulted with the anti-a,b.

Manufacturer narrative:
Performed hemagglutination test on 4 known in-house donors of a1, a2 and o group types and with a1a2bo referencells, lot 115125 with retention anti-a, lot 104011-1. All in-house donors exhibited the expected reactivity. Performed hemagglutination test on 4 known in house donors of a1, a2 and o group types and with a1a2bo referencells, lot 115125 with returned anti-a, lot 104011-1. All in-house donors exhibited the expected reactivity. The event appears to be sample related and user error in not initially detecting the weak reactivity cannot be ruled out.